Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd ultra-fine¿ syringe there was a printing discrepancy found on the insulin syringe barrel.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned photos of 1cc syringes. Customer states that there is a discrepancy in the printing on the insulin syringe barrel. The attached photos were examined and exhibited syringes with a thin ring of ink around the barrel at various points. The photos also exhibited skewed print on the barrel. These issues are cosmetic in nature only and would not affect patient health. (B)(4) was initiated to address such issues at this time. As per DHR completed by manufacturing, a review of the device history record was completed for batch# 6158795. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200661453] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation is required at this time. Possible root cause for the ring: dirty doctor blade. Possible root cause for the skewed print: pad that needed changing as it was likely worn. (B)(4) was initiated to address such issues at this time.